Event description:
It was reported that a user experienced early morning glucose rises consistent with the dawn phenomenon while using the ilet bionic pancreas and sought clarification about the cause; the agent provided troubleshooting and education on cgm targets and early morning glucose trends and arranged additional training with a partner organization. Symptoms included hypoglycemia reaching 54 mg/dl that was treated with oral glucose. Outcomes included resolution of the low after treatment and additional training assigned. Investigation included a troubleshooting review with education on device use and glycemic trend management. Investigation of this case revealed no device malfunction reported and focused on user education regarding physiologic dawn phenomenon. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.